Event description:
The trestle anterior cervical plate and the self-tapping screws were discovered to be broken. The date of the breakage is unknown.

Manufacturer narrative:
There were two parts involved on this incident and they were: pn: 61002-032 and 61340-014. The device history records for the parts in question were not able to be identified because the parts were not returned for eval. The device master records for the parts in question were evaluated and the changes made have no impact on the safety and effectiveness of the product. The pt had some difficulties swallowing and a revision surgery was performed. However, the date of the revision surgery was unknown. The sales rep reported that the pt had achieved some fusion at the site of the breakage. The pt was doing fine at the time the sales rep was contacted.